Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 5/22/2014. Evaluation states the left brake doesn't lock, handle stuck in frame. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Jazz walker brake handles not holding per provider.